Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the unit was received stuck in the motor error loop during a bolus/basal delivery. The motor position encoder error alarm could not be confirmed to an erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device was also received with minor scratches on the liquid crystal display window and with a cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer stated that he filled a new reservoir and placed it in the insulin pump, replaced the battery, and received the motor error alarm. The customer's blood glucose was 276 mg/dl. He stated that he had not treated for high blood glucose because of the issue. The customer did not observe any significant events leading to the alarm. The customer's most recent blood glucose was 284 mg/dl. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.